Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 553 mg/dl. Hospitalization date and time was not mentioned. Customer declined to troubleshoot for hospitalization and high blood glucose reading. High blood glucose reading was treated with shots and customer stayed overnight in the hospital. Insulin pump will not be returning for analysis.